Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during the procedure the subject balloon catheter deflated spontaneously three times due to the balloon leak. A second balloon catheter was used to complete the procedure successfully. No clinical consequences was reported due to this event.

Event description:
It was reported that during the procedure the subject balloon catheter deflated spontaneously three times due to the balloon leak. A second balloon catheter was used to complete the procedure successfully. No clinical consequences was reported due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, a hole was noted at the distal end of the balloon catheter shaft. During functional testing, a demonstration 0.014¿ guidewire was advanced to the distal tip without friction and the balloon was inflated but a leak was noted in the balloon catheter shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject balloon catheter did not remain inflated during its intra-arterial use. Additional information provided by the customer indicated that no damage was noted to the device before use, continuous flush was maintained, the patient's anatomy was not tortuous, inflation was performed with a volume of 0.8cc in a 3cc syringe, and spontaneous deflation was observed when the balloon was inflated/deflated 3 times during the procedure. During analysis, a hole was visible at the distal end of the balloon catheter shaft. A demonstration 0.014" guidewire was advanced to the distal tip and the balloon was inflated. A leak was noted from the hole in the shaft during inflation, confirming the reported event. In the case of this complaint, it is probable that the hole in the distal catheter shaft resulted from damage during the clinical procedure. As a result, contrast leaked from the hole in the catheter shaft during use causing the balloon to spontaneously deflate. An assignable cause of procedural factors was assigned to the as reported issue balloon failed to inflate as well as the as analyzed issues balloon catheter shaft leaked during use and balloon catheter damaged since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The as reported issue balloon leaked during use was not confirmed during the device analysis and it is probable that the leak noted during the procedure was from the balloon catheter shaft rather than the balloon. An assignable cause of not confirmed was assigned to the reported issue balloon leaked during use as the issue included a returned device review which showed no evidence of either the alleged issue or any defect which could have contributed to the event.